Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation, the monitor was unable to undergo incoming functionality testing. The monitor was unable to baseline. The cause for failure was isolated to communication error in which the monitor needed reprogrammed. The root cause was the monitor needed reprogrammed. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.